Event description:
It was reported that the implantable neurostimulator (ins) was replaced. It was later reported that impedances were all 4000 ohms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the device had not been working right prior to replacement.

Manufacturer narrative:
Lead model 3093-28, lot #v372142, implanted: 2009 (B)(6), explanted: 2011 (B)(6), programmer model 3037, (B)(4).